Manufacturer narrative:
The ge service rep performed an on-site investigation. The system recovery was run and the disk was scanned. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.